Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) analyzed the system and confirmed that the geometry module button was stuck. Customer called multiple calls on same incident resolve the issue and material only work order was created. To resolve the issue, customer replaced the geo module and system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the geometry module button was stuck so the system was unable to be started. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.